Manufacturer narrative:
Comments: eval of the returned attachment and motor could not identify any mfg deficiencies. The instruction manual for the legend system specifies service intervals for attachments based on the hospital usage level but not to exceed 24 months. Furthermore, the manual states that " the attachment should not be used if any part of the attachment appears to be bent, loose, missing or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Foot of attachment broken and missing due to tool contact. No pt impact was reported. X-rays were taken to confirm that the missing foot was not left in the pt. No add'l info was available despite repeated follow up attempts. This medwatch report is being filed due to potential for this type of attachment damage to result in pt injury.